Manufacturer narrative:
This device is not available for return as it remains implanted. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. The clinical statements cannot be confirmed and the root cause for stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The causes of re-operation for a failed annuloplasty repair are well documented in the literature. Reoperations are primarily the result of a progression of disease, the patient's baseline hemodynamics, or technical failures and are not evidence of product malfunctions. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a second device, a 29mm, was implanted in the mitral position using a valve-in-ring procedure. The implant duration of the original device at the time of the procedure was fifteen (15) years, two (2) months, twenty seven (27) days. The reason for the valve-in-ring procedure was noted as acute chronic chf with class ii-IV symptoms due to severe mitral stenosis and mild mitral valve regurgitation. The valve also had a thickened anterior leaflet with reduced mobility. It was noted that the mitral stenosis was predominantly due to a small mitral valve annulus size due to severe dysfunction of the mitral ring. Postoperatively the implanted valve was seated well and no significant paravalvular leak/mitral regurgitation noted on final tee. The patient was noted as doing fine and without active symptoms. The patient was discharged on pod 5.